Manufacturer narrative:
(B)(4). A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Eight devices were taken from the current production p/n 048-91 aquatherm heater 091 lot # 73h180011n. The samples were functionally inspected, and during the test issue reported "unit is not heating" was not observed in the current manufacturing process. The device had been received for evaluation, however the investigation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint alleges "unit does not heat or light up. Has been plugged into various outlets and still does not heat or light up." Alleged issue reported as detected prior to patient use. (Cont.) No patient impact or consequence reported.

Event description:
Customer complaint alleges "unit does not heat or light up. Has been plugged into various outlets and still does not heat or light up." Alleged issue reported as detected prior to patient use. (Cont.) No patient impact or consequence reported.

Manufacturer narrative:
Qn# (B)(4). The unit was returned for investigation. A visual exam was performed and it was observed that the unit contained a damaged power cable. The black wire was damaged by a pull, so the unit stopped working. In addition, it was found that the white wire was also damaged. According to the specification for product 048-91, statement 36, heater cord to block assembly, it states the following: note: on some power cords, it may be necessary to apply a small amount of silicone lubricant (spray or grease) to the outer jacket before pushing cord through the casing. Using the strain relief pliers, tightly secure a strain relief to the power cord approximately 1/8" from the three leads. Based on the investigation performed the reported complaint is confirmed. The sample was assembled correctly; however it was found that the cable was pulled by the user.